Manufacturer narrative:
A complete lead was returned in one piece for analysis. As received, visual analysis found the inner insulation damage at the suture sleeve tie impression region consistent with procedural damage. During electrical testing, the lead failed the high potential test. The reported event of ¿unable to retrieve adequate pacing parameters in the bipolar configuration¿ was confirmed. The cause of the reported event is consistent with the suture sleeve tie down being too tight.

Event description:
During implant, the lead was unable to provide adequate pacing parameters in the bipolar configuration. The pacing impedance and sensing parameters were low and the pacing threshold was elevated. The lead was replaced and the same inadequate electrical parameters in bipolar configuration were noted. The event was considered resolved with a unipolar programming of the device. The patient will be monitored and was stable. Related manufacturer reference number: 2017865-2018-00790.